Manufacturer narrative:
Event 1. This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910. Summary of investigation: history files inspection: the device history files from 2025-03-12 were investigated. A space line was selected, and the infusion was started with a rate of 100ml/h and a volume of 100ml at 06:17am. After 37 minutes the rate was change to 220ml/h. A few minutes later the pre-alarm "vtbi near end" occurred. A new volume of 100ml was selected and the infusion was stopped at 7:29am. At this time, 191,23ml was infused. No other abnormalities were found. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -3,06%. ((Accuracy of set delivery rate should be: ± 5 %). The device matches the required values and standards. All measured values are within our specification. Disassembling: to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
Event 1. There were doubts about whether the infusion rate was actually set correctly on two pumps. One pump left the antibiotic bottle completely full, while the other infused the vasopressor suspiciously slowly. Neither pump triggered any alarms. No patient complications were reported as a result of this event.